Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. The identified "false upstream occlusion" was confirmed and reproduced during eval. The false alarm was due to the upper and lower fluid number being out of specification. The device was calibrated to correct this issue.

Event description:
During baxter's functionality testing it was found that a spectrum pump had a false upstream occlusion. There was no pt involvement.